Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The ventilator leakage alarm was caused by the use of an incorrect brand of expiratory valve on this device by the hospital. In addition, clinical staff did not perform pre-operation inspection before using the ventilator, resulting in an alarm during use. There was no patient or user harm.

Event description:
The report from hospital say: the patient was admitted to the hospital on jul. 10 and diagnosed with severe pneumonia and respiratory failure. After admission, the patient was given a c2 ventilator for non-invasive mechanical ventilation. At 05:00 on jul. 11, immediately after the blood oxygen saturation dropped to 89%, the patient was subject to orotracheal intubation, and the ventilator mode was simv; the ventilator did not alarm at night, and the patient's blood oxygen saturation rose to 92%-98%. At 10:00 in the morning, the doctor changed the ventilator mode to pcv. After that, the ventilator's alarm persisted: the tidal volume was low, and the ventilator line fell off hamilton-c2 made in 2012

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The ventilator leakage alarm was caused by the use of an incorrect brand of expiratory valve on this device by the hospital. In addition, clinical staff did not perform pre-operation inspection before using the ventilator, resulting in an alarm during use. There was no patient or user harm. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The report from hospital say: the patient was admitted to the hospital on (B)(6) and diagnosed with severe pneumonia and respiratory failure. After admission, the patient was given a c2 ventilator for non-invasive mechanical ventilation. At 05:00 on (B)(6), immediately after the blood oxygen saturation dropped to 89%, the patient was subject to orotracheal intubation, and the ventilator mode was simv; the ventilator did not alarm at night, and the patient's blood oxygen saturation rose to 92%-98%. At 10:00 in the morning, the doctor changed the ventilator mode to pcv. After that, the ventilator's alarm persisted: the tidal volume was low, and the ventilator line fell off hamilton-c2 made in 2012.